Event description:
It was reported that t:slim x2 pump battery would not charge, with power source alerts present and unstable or unrecognized charging connection despite use of tandem charging cable, wall adapter, and alternate cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support arranged replacement pump shipment, instructed customer to let pump battery fully deplete before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within required timeframe.